Event description:
Battery box cover connections allegedly caught fire and melted while the chair was being used. A bystander witnessed flames from the battery boxes and the chair quit. (B)(6) requested that he be informed of the cause of the issue once it is determined so he can report back to the customer - (B)(6). No injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 3gtq3, serial number/date (B)(4) is approximately 3 years 6 months old. The user manual part number 1143151 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) female, (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
(B)(4). Issued mfg report #1525712-2011-01096. Chair was returned on PMA (B)(4) and evaluated. No injury alleged. The device was about 3 years old at the time of the complaint. The consumer alleges the battery box connections caught fire. Product was returned, a full evaluation was conducted on the unit. Visual: the chair's front caster wheels had hair wrapped around the bearings. The chair's front caster forks had evidence of scratches and the front caster head tubes plastic protective caps were missing. The chair's left drive wheel had a cut in its tread. The chair's motors had a covering of dirt, debris, and a foreign liquid residue. The chair's swing arms ,front shroud, joystick cable and cable connector and adjustable height flip back arm pivot sockets had a covering of dirt and debris. The chair's adjustable height flip back arm flip back release levers were broken the adjustable height flip back arm sockets had evidence of scratches. The chair's right side armrest was torn the chair's joystick case and leg rest hanger brackets had evidence of scratches. The chair's joystick skirt was missing. The chair¿s joystick overlay had dirt and debris in its button crevasses. The chair's magnetic drive lockout micro-switch had been modified. The magnet had been removed from the chair and taped to the switch. Also the micro-switch had its white wire cut. The chair's manual recliner gas cylinders and left adjustable height flip back arms tubing had evidence of scratches. The chair's battery box lids had evidence of corrosion on the connectors and connector terminals. The connectors and wiring were melted. The chair's seat pan had dirt, debris, and evidence of corrosion. The chair was connected to a known good set of batteries and then functional tested. The chair would not go into the drive lockout mode. No other discrepancies were observed. The chair's adjustable height flip back armrests were flipped back and to the down position 10 times. No discrepancies were observed. The chair's adjustable height armrest would not adjust up or down. The chair's manual reclining seat back was folded to the down position then back up 10 times. No discrepancies were observed. The chair's motor brake engagement levers were operated from drive to push mode 10 times. No discrepancies were observed. No RMA has been initiated for this issue. Model 3gtq3, serial number/date code (B)(4), is approximately 3 years 6 months old. The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) year old female, (B)(6) and weighs (B)(6). The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Battery box cover connections allegedly caught fire and melted while the chair was being used. A bystander witnessed flames from the battery boxes and the chair quit. (B)(6) requested that he be informed of the cause of the issue once it is determined so he can report back to the customer - (B)(6). No injury is alleged.